Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated device procedure, the left ventricular lead exhibited increased capture thresholds. The lead was successfully capped and replaced on (B)(6) 2016. No patient symptoms were reported.